Manufacturer narrative:
As reported, during use of the surgical clipper, the internal tab broke, became detached and charring was noted in the component. The photos provided were reviewed and confirmed that the drive shaft was broken. It is presumed that the drive shaft is damaged due to its life end. A device history record could not be evaluated as the lot number is unknown. The subject device is said to be available for return however, at this time has not been received. A supplemental MDR will be submitted when sample is received, and evaluation has been completed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during use of the surgical clipper, the internal tab broke, became detached and charring was noted in the component.

Manufacturer narrative:
As reported, during use of the surgical clipper, the internal tab broke, became detached and charring was noted in the component. The photos provided were reviewed and confirmed that the drive shaft was broken. It is presumed that the drive shaft is damaged due to its life end. Addendum: this supplemental MDR is submitted to document the results of sample evaluation and investigation performed to analysis root cause. The returned clipper handle has been examined and confirmed that the drive shaft was broken. It was presumed that the drive shaft is damaged due to its life end. A device history record review found no non-conformances associated with this issue during production of the batch. This MDR represents the surgical clipper (device 1). Additional MDR was submitted to represent the surgical clipper (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during use of the surgical clipper, the internal tab broke, became detached and charring was noted in the component.